Event description:
It was reported that there was a tear in the exterior of the sterile package when the tray was taken out of the box at the warehouse. It was later reported from the ibc via email 8/27/2018, that the outer package was torn open.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted a tear on the package prior to use. The exact time when and how it happened could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a tear in the exterior of the sterile package when the tray was taken out of the box at the warehouse. It was later reported from the ibc via email (B)(6) 2018, that the outer package was torn open.